Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that t-wave oversensing resulted in a false ventricular fibrillation episode and the shock was aborted. Sensing in true bipolar (tip to ring) resulted in low sensing values and integrated bipolar (tip to right ventricular coil) sensing produced normal sensing values. The lead remains in use. No patient complications have been reported as a result of this event.